Event description:
It was reported that arrhythmia occurred. Vascular access was obtained via a femoral approach. A large lotus introducer sheath was placed. Balloon aortic valvuloplasty (bav) under rapid pacing was performed. Bradycardia occurred after bav. Pacing was started. A 25mm lotus edge valve was placed without problem to treat the moderately calcified native aortic valve. No paravalvular leak was noted. Pacing was turned off at the end of the procedure. The patient's heart rate returned to sinus rhythm. The patient was transferred from the operating room with pacing off. That night, electrocardiogram indicated left bundle branch block (lbbb). The patient experienced no symptoms associated with lbbb. No additional intervention was performed. No patient complications were reported. The patient's condition is stable. The patient has been discharged.

Manufacturer narrative:
B2 outcomes attributed to adverse event - updated b5 describe event or problem - updated.

Event description:
It was reported that arrhythmia occurred. Vascular access was obtained via a femoral approach. A large lotus introducer sheath was placed. Balloon aortic valvuloplasty (bav) under rapid pacing was performed. Bradycardia occurred after bav. Pacing was started. A 25mm lotus edge valve was placed without problem to treat the moderately calcified native aortic valve. No paravalvular leak was noted. Pacing was turned off at the end of the procedure. The patient's heart rate returned to sinus rhythm. The patient was transferred from the operating room with pacing off. That night, electrocardiogram indicated left bundle branch block (lbbb). The patient experienced no symptoms associated with lbbb. No additional intervention was performed. No patient complications were reported. The patient's condition is stable. The patient has been discharged. It was further reported that on an unspecified date, a permanent pacemaker was implanted due to the lbbb.